Event description:
A pump malfunction was reported with an alarm 20 occurring during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support helped the customer load a new cartridge using the correct technique, allowing them to successfully resume insulin therapy. Original cartridge lot information was unavailable.